Manufacturer narrative:
Service was dispatched and field service engineer (fse) replaced the reagent probe ((B)(4)) and the issue was resolved. The hardware component(s) replaced/repaired are common to one of the sample handling, reagent handling or reaction subsystems that could affect any or all chemistries. Upon recur; critical assays can be affected, even if those chemistries were not affected in these instances. (B)(4).

Event description:
The customer reported seeing ammonia imprecision results when qc sample was run on the dxc 800 pro, sn (B)(4). The customer then ran two patient samples on two dxc systems for correlation study ((B)(4)) and noticed that unit sn (B)(4) was generating lower amm results comparing to unit sn (B)(4). There was no impact to patient treatment. The results were not reported outside of the lab.